Event description:
During a routine hemodialysis treatment, the operator noticed that the saline line had been left open. The treatment was ended and rinse back was not performed resulting in an estimated blood loss of 190cc. The pt's hb decreased form 10.3 g/dl on (B)(6) 2012 to 8.9 g/dl on (B)(6) 2012; tsat 17% and ferriten 698. The pt's standard epogen dose was increased form 20,000 units 1x/week to 20,000 units 2x/week. Pt also initiated iron therapy, venofer 200mg IV x 4 doses. No other medical intervention was provided.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported event is attributed to the operator not following instructions per the user's guide. The user's guide contains adequate instructions for making cartridge connections. Nxstage medical considers this report closed. No additional information will be provided.